Event description:
It was reported that the patient was not able to use the implant and it caused discomfort in the scrotum. The patient had a surgical procedure to replace an inflatable penile prosthesis (ipp) due to the cylinders no longer inflating. Post procedure, a patient outcome of fully recovered was reported.

Manufacturer narrative:
Investigation summary: based on the information available, product analysis confirmed the device inflation difficulties observed clinically were the result of the hole found in the cylinder. Analysis could not confirm the root cause of the discomfort reported by the patient. Device history record (DHR): the lot information was not provided for the returned components so device history record (DHR) review could not performed. Device technical analysis: upon receipt at our post market quality assurance laboratory, both cylinders were visually inspected, leak tested, and examined using a microscope. Both cylinders had wear at folds in the cylinder bodies and one cylinder had a hole with a small leak. Analysis found broken threads and confirmed this was due to wear at a fold in the cylinder body. The second cylinder had had broken fabric threads and exhibited bulging when inflated with syringe. This cylinder also had a hole that had resulted from the decontamination process. Neither cylinders was pressure tested due to leakage. The pump was leak tested, visually inspected, examined using a microscope, and functionally tested. The pump passed all tests performed. Analysis confirmed the clinical observations as the identified fluid leak in the first cylinder and the bulge with broken fabric threads in the second could affect device inflation. Labeling review: the device instructions for use (IFU) was reviewed. There is no objective evidence that the user did not properly handle or use the device according to the IFU. Additionally, the reported events do not contain an allegation against the labeling. Investigation conclusion: based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient was not able to use the implant and it caused discomfort in the scrotum. The patient had a surgical procedure to replace an inflatable penile prosthesis (ipp) due to the cylinders no longer inflating. Post procedure, a patient outcome of fully recovered was reported.